Event description:
Information received indicates the head hi/low function is drifting into trendelenburg.

Manufacturer narrative:
The technician found contamination on the head hi/low valves. The technician replaced the head hi/low valves to repair the bed.